Event description:
It was reported that when the surgeon was holding onto delicate material and double pulling on both master tool manipulators (mtm), the mtms moved slightly on their own. There was no additional information provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The surgeon only does double pulls on only one hand control to digital swap and swap pedal when there is something delicate in the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.